Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" in box b was incorrect, it should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and cancer. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to a third-party service center. The technician could not confirm foam particles in the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. On previously submitted report, section operator of device (rfb), report source (rfb), evaluation method code grid (1), evaluation results code grid (1), conclusion code grid (1) was incorrect. Section operator of device (rfb), report source (rfb), evaluation method code grid (1), evaluation results code grid (1), conclusion code grid (1) has been updated/corrected in this report.